Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set cannula was bent. Reportedly, the patient had high blood glucose levels and experienced diabetic ketoacidosis, which was self-treated with a correction bolus via the pump. Subsequently, the patient received intravenous insulin drip and some unspecified fluids as corrective treatment which resolved the issue. The patient was hospitalized for a few days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.